Manufacturer narrative:
Investigation summary: bd received two photos for investigation, and these photos show a tube leaking blood from its side. A total of 30 retained samples were visually inspected for cracked tubes, and none failed. Additionally, 10 retained samples were visually inspected for brittleness, and 1 sample failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was sample leakage in one device. The sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was sample leakage in one device. The sample was recollected. No adverse impact was reported regarding the patient or user.